Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the patient is removing air with cartridge upside down and an empty syringe. Clinical support informed customer that removing air upside down and with an empty syringe, is off label per the user guide. Customer changed the cartridge and resumed insulin therapy. There was no reported adverse impact.